Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
The clinical diabetes specialist (cds), certified diabetes care and education specialist, reported that the hcp trial with the ilet device did not go well. The patient removed the device after approximately 48 hours of use. During the trial, the patient reported a blocked infusion set and was instructed to follow the ketone action plan (kap). On the second night of use, the patient¿s blood glucose level dropped to approximately 40 mg/dl. Following the hypoglycemic event, the patient removed the ilet device and will be returning to the cds for follow-up. No hospitalization or emergency medical intervention was required.